Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files and screenshot has been sent and analyzed by technical support. It shows that unit pass the circuit test. No cross thread observed of insp block housing for o2 cell. The unit pass the insp block/valve test. The error could be due to inspiration valve itself and needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed internal o2 concentration high and from the log file found alarm was inspiration or device leaky. The customer confirmed that there was no patient involvement from the reported event.